Event description:
It was reported that the patient was asymptomatic. It was noted that following a recent implant, failure to capture was observed on the right ventricular (rv) lead at a post procedure check. The rv lead explanted and replaced successfully. The patient was stable.